Manufacturer narrative:
(B) (6). (B) (4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a subintimal angioplasty procedure, a shaft break and balloon detachment occurred. The lesion was located in the subintimal plane of the superficial femoral artery (sfa). Lesion details are unknown. The ultrathin diamond 10x5mm balloon was advanced to the lesion. The physician tried to retract the balloon and it was "stuck." Excessive tension was put on the balloon, and the balloon separated from the catheter. There were "multiple shreddings" on the shaft in three different places. The balloon remained inside the patient. The location of the detached balloon is unknown. The procedure was not completed due to this event. The physician then "stented the iliacs" with unspecified devices, to improve outflow prior to taking the patient to surgery for bypass to treat the sfa lesion. No further injuries or complications were reported. The patient status is reported as "fine."

Event description:
The lesion was located in the subintimal plane of the superficial femoral artery (sfa). Lesion details are unknown. The ultrathin diamond 10x5mm balloon was advanced to the lesion. The physician tried to retract the balloon and it was "stuck." Excessive tension was put on the balloon, and the balloon separated from the catheter. There were "multiple shreddings" on the shaft in three different places. The balloon remained inside the patient. The location of the detached balloon is unknown. The procedure was not completed due to this event. The physician then "stented the iliacs" with unspecified devices, to improve outflow prior to taking the patient to surgery for bypass to treat the sfa lesion. No further injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
Device evaluation by manufacturer: the device was received with a 0.035" guidewire stuck inside the shaft lumen. Visual examination of the shaft found the shaft was broken at two locations, the first break occurred at 960mm distal to the strain relief and the shaft was extremely stretched and damaged at this location. The second break had occured at the distal section i.e tip and the balloon, both these were not returned. The shaft was severely bunched between starting at 800mm distal to the strain relief and extending to 840mm distally. This damage is consistent with a guidewire restriction, where excessive force is used to remove the guidewire causing the shaft to bunch up. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).